Manufacturer narrative:
No product was returned. If the product is returned, smiths medical will reopen this complaint for further investigation. Production personnel performs the solvent bonding operations according to applicable manufacturing procedure. The complaint was not confirmed since no samples, pictures or videos were received to perform a thorough investigation. No corrective actions were taken since the complaint was not confirmed.

Event description:
Information was received indicating that a smiths medical tubing was leaking and malfunctioning. The tubing was switched to resolve the issue. There were no reported adverse events.